Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "not able to extract silicone oil" (aspiration, incomplete). A nurse reported when in vfc mode, they were unable to extract the silicone oil. Another system was brought in and used to complete the case.

Manufacturer narrative:
The company service rep examined the system and was unable to duplicate the reported event. No system messages were found in the event log. The system was then tested and verified to meet all product specs. No sample was returned for root cause and analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The system passed all tests prior to release, and was shipped based on the company's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for evaluation. Qa will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).